Manufacturer narrative:
(B)(4). Device evaluation is anticipated. Follow up information will be sent if available.

Event description:
A baxter representative notified product surveillance of a broken transfer set. The transfer set dislocated from the luer lock. No patient injury or medical intervention is associated with this complaint.